Event description:
The shunt malfunctioned and had to be replaced.

Manufacturer narrative:
Only about 3 cm of the catheter was returned, still attached to the valve assembly. The catheter segment was free of occlusion but too small for any further testing. A review of the manufacturing records showed no anomalies.